Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed sensor not active during sensor session. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. In addition, a transmitter failed error was found in connection to the allegation. No injury or medical intervention was reported.